Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 1 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use during drain 1. The total ultrafiltration (uf) equaled 4879ml. The patient filled with 2500ml manually and did not drain in the initial drain. The initial drain alarm equaled 0ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The registered nurse (rn) returned product surveillance's call on (B)(6) 2012. The rn stated she was aware of the event and that there was no patient injury or medical intervention. The rn stated she did not know what the patient did, and that they denied bypassing any parts of therapy. Product surveillance informed the rn that the patient performed an off cycler exchange and that their initial drain alarm was set to 0ml. The rn stated she thought that if the initial drain alarm is set to 0ml, it will still drain the patient completely even if they perform an off cycler exchange. Product surveillance informed the rn that if the patient got into a no flow situation and had met the initial drain alarm, the cycler would move on. The rn stated she was not aware of that. The rn stated the patient has been continuing therapy on the cycler successfully. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.